Event description:
It was reported that the insulin pump did not detect the reservoir during the manual prime, and it emptied all of the insulin in the reservoir. It was also stated that the insulin pump alarmed empty reservoir after the manual prime was complete. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump passed the seat, rewind, basic occlusion and displacement tests. No motor error alarm was noted.